Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) company representative.

Event description:
It was reported that a freeze capture rhythm strip revealed that atrial pacing drove the rate, causing ventricular depolarization. It was suspected that the atrial and ventricular leads were reversed in the head ER of the implantable cardioverter defibrillator (ICD). A chest x-ray will be performed.